Event description:
The atrial lead impedance has changed from 300 to 800 ohms over a matter of months. The lead appears to be fractured near the connector. The system was temporarily programmed to vvi and a pectoral system will be implanted in a few months.